Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the morning. The customer indicated that the 12am basal setting needed to be changed and that the pump was operating as expected. The customer's current bg level was 71 mg/dl. The customer declined tandem customer technical support's (cts) offer to perform a system check. Cts advised customer to discuss any changes to the basal setting with a healthcare provider.